Event description:
It was reported that during a breast biopsy procedure, it was impossible to load the probe in the holster. With the first one, it was impossible and with the second one, the health care professional tried to force and the sheath broke, but they tried to use it anyway. The clip's sheath was like "glued". The second clip was finally correctly inserted into the breast, with luck and a lot a difficulties. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.